Event description:
The customer reported that the system experienced system errors resulting in intermittent system functionality. System functionality was recoverable after a system reboot. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.